Event description:
It was reported by a patient advocate that the patient with this implantable cardioverter defibrillator was inappropriately shocked for what was suspected to be atrial fibrillation, however not confirmed. It is unclear the number of shocks received. Boston scientific technical services referred to the physician since the patient advocate wanted the shocks to be programmed off. This device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported by a patient advocate that the patient with this implantable cardioverter defibrillator was inappropriately shocked for what was suspected to be atrial fibrillation, however not confirmed. It is unclear the number of shocks received. Boston scientific technical services referred to the physician since the patient advocate wanted the shocks to be programmed off. This device remains in service. No additional adverse patient effects were reported.